Event description:
(B)(6) / new child proof packaging is impossible for impaired seniors to open. Should not be required for households with no children present. Additional product details: childproof packaging impossible for senior with arthritis to open. Pt: 4582. Device: 2922. Ref: mw5189064.